Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child's hearing performance with the device became gradually worse since 2014. There was no report of accident or trauma. The patient was re-implanted on (B)(6) 2017.

Manufacturer narrative:
Damage to the active electrode under the silicone overmold, likely caused by mechanical loads applied over time, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. No root cause for the increasing ground path impedance could be determined, as the reference electrode was received incomplete for investigation. This is a final report.

Event description:
The recipient's hearing performance with the device became gradually worse since 2014. The recipient was re-implanted.